Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/19/2018 (B)(4) additional narrative: it was reported that the following the procedure the patient experienced abdominal pain, infection, scarring, obstruction and hernia recurrence. It was also reported that the patient underwent mesh revision on (B)(6)2013 and another revision on (B)(6)2014. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.